Event description:
Boston scientific received information that upon interrogation this implantable cardioverter defibrillator (ICD) was found in safety mode with a recorded code 1007 indicative of charge time longer than expected. The physician attempted to deliver a 21 joule shock to test the system. Following this the device recorded a code 1004 indicative of shorted lead fault. Disk analysis confirmed the clinical observations. Device replacement was recommended. No adverse patient effects were reported. The device was explanted and replaced without incident.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies. Review of device memory found a shorted lead fault was recorded on (B)(6) 2014 after a 21 joule shock was attempted. The device battery status moved to end of life (eol)] due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 21 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the following high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.